Event description:
The customer reported via phone call that they had high blood glucose. Blood glucose level at the time of incident was 495 mg/dl. Customer's current blood glucose was 90 mg/dl. Customer had insulin flow block alarm and bent cannula. It was unknown whether the customer was using auto mode or not. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.